Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned/non-emergency cardiac arrhythmia treatment at the time of the reported event. The procedure was delayed by less than 30 minutes and completed using another system. Log file analysis confirmed the reported problem. A philips field service engineer (fse) inspected the system on-site and identified the x-ray tube required calibration. The fse conditioned and adapted the x-ray tube, calibrated the tube yield and edl (entrance dose limitation). The fse then performed image quality and functional check. The system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency cardiac arrhythmia treatment when the issue occurred, and the procedure got delayed and completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. The fse conditioned the radiators and did tube adaptation. Apparently, the fse calculated the tube yield, edl (entrance dose limitation) and checked the image quality, and it passed. After the repair, the system was returned to good working condition. The codes were updated based on the investigation outcome.